Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patients nurse called and advised that the sticker on the foley catheter itself told them the balloon size was 5ml, but the box was stated it was 10ml, the catheter did in fact had a 10ml balloon and not a 5ml balloon. The sticker was incorrect. No medical or surgical intervention required.